Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the battery not operating as intended or not allowing the battery to charge for at least two minutes prior to attempting to power on the pump, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a depleted battery alarm while plugged in. Multiple known-working power cords were tried. Patient involvement unknown.